Event description:
Procedure unknown. Reportedly, during the procedure a "foreign body" has been noted in the surgical cavity. Therefore, a "procedure" was needed, also endoscopic; to remove the "slide" of the device from the cavity. There was no chronic or severe disablement, no tissue loss, or transfusion needed.